Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella cp placement the patient tortuous vessel was noted. A decision was made to proceed with the short sheath. Upon attempt to advance, the cp could not advance due to extremely tortuous vessel and impella kinked. Impella was explanted and integrity of catheter was in question due to the kinking. A new impella was used and a long sheath due to the patient¿s vessel condition. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition since the patient had tortuous vessel. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Added- h6 med dev prob code 2682, 2889 d4-corrected model number h6 impact code 4627 changed to 4629